Event description:
The customer reported a leak from fitting 140/145 on a coulter lh 750 hematology analyzer that occurred during startup. The volume of the leak was approximately 15 ml and was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event. The customer replaced worn, yellow-striped tubing at fitting 140/145 resolving the leak. The customer verified there were no further leaks observed.

Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched for this event. The customer was able to resolve the leak. (B)(4).